Manufacturer narrative:
The insulin pump had constant force sensor calibration values corrupted error alarm due to software error. The motor error alarm could not be verified to the constant error alarms. However, the motor was tested outside of the device and passed. No damage found on motor. The device was received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 3.6 mmol/l. It was stated that the customer changed the battery to reset the device, rewind was prompted and then it alarmed force sensor calibration values corrupted. Troubleshooting was not able to resolve the issue. The device was returned for analysis.